Event description:
Info was received that two days following the implant of this device and electrode, the pt received inappropriate shock therapy due to oversensing. The device was reprogrammed to another sensing vector. The cause of the clinical observation is unk but may be attributed to the clinical environment. The device remains in service and no add'l product experiences have been reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.